Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the product has snapped causing a leakage of human plasma. From the reported information there was no patient involvement and no injury to user as a result of this incident.